Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years post implant of this bioprosthetic valve in the mitral position, this device was explanted and replaced with another bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic can kill the microorganisms such as staphylococcus aureus species. The reported organism can be rendered non-viable to the sterilization process during manufacturing. In addition based on the reported information, the endocarditis could have been contributed by patient medical history. Conclusion: based on the limited information, the reported regurgitation potentially could be due to the endocarditis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that this valve was explanted and replaced due to mitral valve endocarditis. Prior to the valve replacement, the patient presented with papillary muscle rupture, with severe mitral regurgitation, sepsis, splenomegaly, splenic and left renal infarcts, fever, and abscess on their buttocks. The patient's blood samples were positive for (B)(6). The patient's relevant medical history also includes current intravenous drug use, smoking, and methamphetamine and cocaine use. Patient also has a history of stroke, pneumonia, hepatitis c, and coccidioidomycosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.